Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.8, laboratory inr: 10.4. The time between testing was two (2) to three (3) hours. Therapeutic range was not provided for the pt. Reportedly, the pt was hospitalized with a gastrointestinal bleed. Treatment provided included vitamin k and discontinuation of coumadin. Multiple attempts were made to contact the customer however they were unsuccessful. There was no information provided.

Manufacturer narrative:
The device has been returned and investigation is in progress.